Event description:
The customer had a vague anecdotal report of leaking from smartsite during an infusion. There was no report of pt harm or medical intervention. Although requested. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. No product will be returned per customer. The customer's report of set leaking from smartsite during infusion could not be confirmed because the product was not returned for failure investigation. The cause of this failure could not be identified.